Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The index procedure treated a 2.75x12mm, 80% stenosis of the 1st lpl (left posterolateral). Treatment consisted of pre-dilation and placement of a 2.75x16mm taxus element stent resulting in 0% residual stenosis. Post procedure the patient had elevated troponin values and a myocardial infarction was reported. The patient did not experience any ischemic symptoms and no action was taken to treat the event. The patient was discharged the same day on aspirin and clopidogrel. The investigator assessed this event as unrelated to the study device.